Manufacturer narrative:
Additional information was added to h6 & h11. H11: the actual device was not available; however, a photograph of the sample and fifteen (15) companion samples were provided for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Companion samples were under water pressure tested and no leaks were observed. Functional test including self-test and priming were performed on companion samples and no issues were observed. The photograph was reviewed and showed a cut tube. The reported condition was verified. The cause of the damage was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice cassette was broken/cut off. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.